Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 5 months post implant of this mitral bioprosthetic valve, it was explanted and replaced for unknown reasons. 9 months later, the patient called medtronic patient services stating that he recently had a new heart valve implanted, but was unsure if his new valve is medtronic or not. No additional adverse patient effects were reported.